Event description:
It was reported that during a coronary stent procedure, the physician experienced deployment difficulties during direct stenting (pre-dilating is recommended in the instructions for use). Optimal stent expansion was not achieved, and during deflation of the balloon the stent migrated from the initial deployment site. The patient began experiencing EKG changes. They attempted unsuccessfully to fully deploy the stent with the delivery balloon. A smaller balloon catheter was used for complete stent expansion. Patient status is listed as "okay".